Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (won't power on) was due to the f600 fuse on the ca board being broken off, causing the pad to become loose. The root cause for the broken f600 fuse was physical abuse. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.